Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, bard is unable to determine the associated labeling and dfmea to review. If additional information is received, a follow-up report will be submitted. "Lawyer-filed report-(B)(4)".

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and had required and will require continued medical treatment.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced burning with urinating, retention, leakage of urine, urgency, bladder spasms, abdominal pain, a computerized tomography (CT) scan and percutaneous aspiration of intra-abdominal fluid showed an intraperitoneal hemorrhage, elevated white blood cells (wbcs) (admitted for possible leakage of bowel contents), use of ciprofloxacin for urinary tract infection, admitted for acute kidney injury, flank pain, dysuria, back pain, pyelonephritis and bladder outlet obstruction. On (B)(6) 2017 she underwent an open sigmoidectomy for sigmoid diverticulitis. She experienced an "allergic reaction¿ to the mesh, frequency, adhesions, bowel obstruction, chronic constipation, chronic diarrhea, cystocele, enterocele, fistulas, hernias, hypertension, diabetes, peritonitis and sepsis.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced voiding difficulties, urinary stress incontinence, generalized abdominal discomfort, inability to void, bilateral hydronephrosis, over distended bladder, feeling sore, elevated creatinine, abdominal tenderness with palpation, yeast in urine (fungal infection), tortuous ureters, hard to urinate when foley comes out, pyelonephritis (inflammation), hypokalemia (electrolyte imbalance), borderline elevation of the left renal resistive index, trabeculations, low hemoglobin and hematocrit, blood in urine (hematuria), leukocytes in urine and mildly hypoplastic left kidney.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4).

Event description:
Per additional information received, the patient has experienced infection, recurrence, dyspareunia, unspecified urinary problems, organ perforation, discomfort, nausea, and required additional non-surgical interventions.